Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had loose threads, and pieces fell close to the patient cavity. The surgeon retrieved the loose threads. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. Visual inspection found no defects. The investigation found the two unused returned sponges did not have any loose threads. Both sponges were intact and not unraveling. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.